Manufacturer narrative:
(Left side weakness, lethargy and unresponsive).

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stroke is considered to be permanent impairment or damage. Device issue: no device malfunction has been reported. It was reported via a trial that the procedure was completed successfully, however, as the pt was being transferred to a stretcher, the pt experienced cva (cerebrovascular accident-stroke) and was not responsive. The pt experienced left side weakness, lethargy and unresponsiveness. This was a life threatening and significant disability, which resulted in prolonged hospitalization. No add'l event or pt info is available.